Manufacturer narrative:
D4: expiration date and h4: manufacture date are unknown, no information is available based on reported lot number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that discolored tubes were observed during inventory inspection. Discovered upon removal from package, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the returned tube was found in good condition and discolored to pink. The package was opened. Visual inspection was performed. The customer's indicated failure was confirmed. No other anomaly was observed. The root cause could not be determined. The complaint product(s) will be forwarded to the manufacturer/supplier (vbm medizintechnik gmbh) to request a detailed investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.